Manufacturer narrative:
Manufacturers ref# (B)(4) e1) laboratory manager after investigation the event is considered reportable 04mar2026. Summary of investigational findings: the filter could not be advanced through sheath from femoral approach. Removed and replaced. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. The introducer dilator, the introducer sheath, and the femoral introducer with loaded celect-pt filter were returned. The device evaluation determined the following: a minor kink was noted in the sheath. On the filter the secondary filter legs were pushed upwards, maybe from retrieval through sheath/hub. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Cook conducted a review of the packaging label (whole device), which revealed no discrepancies. There is no evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include a kink in the sheath preventing advancement of the filter/filter introducer or inadvertent rotation of the filter inside the sheath damaged filter legs and caused resistance. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: the filter would not advance through the sheath. They removed it and successfully completed the procedure with another device of the same type. Patient outcome: the patient did not experience any adverse effects due to this occurrence.